Manufacturer narrative:
(B)(4).

Event description:
It was reported that implant (tsvwb11) was removed due to periimplantitis at tooth location 15. Swelling, inflammation, discomfort, and pain was also reported.

Manufacturer narrative:
One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation with a non-reported abutment engaged into the implant. Visual evaluation of the as returned product identified signs of wear due to use around the threads and the collar and presence of bone residue. The hex on the retaining abutment screw was completely stripped, so the abutment could not be removed from the implant. Functional testing to recreate the reported events could not be performed due to the nature of the events. The reported device was unable to be measured with calipers, as the abutment was unable to be removed due to a worn hex feature on the screw. A pre-existing condition noted on the per was low type iii bone density. Inflammation, discomfort, pain swelling and edema were also reported; however, they are symptoms of the reported bone loss and infection events and will not be investigated separately. The reported device was located on tooth # 15 and was implanted for 5 years 2 months. Pictures or x-ray images were not provided. DHR review was completed for the subject lot number (62068718). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (st2051) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (62068718) for similar events and no other relevant complaint was identified. December post market trending was reviewed and there were no actionable events or corrective actions for the reported events (bone loss & infection) or device (tsvwb11). Therefore, based on the available information, device malfunction did not occur and the reported events were non-verifiable. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H3: device evaluated by manufacturer. H4: manufacturer date. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.